Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. Analysis was unable to prime during prime/ compromised force sensor test due to moisture damage on force sensor resistor (gold). There was corrosion on the motor assembly noted during visual inspection. The insulin pump was received with broken reservoir tube lip, scratched lcd window, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer is experiencing high blood glucose. The blood glucose at the time of the incident was 380 mg/dl. The device will be returned for analysis. The customer was experiencing some nausea. The customer's father did not contact their healthcare professional and does not have a backup plan: manual injections. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. He states they do not have a tubing clamp and advised to call back to complete the troubleshooting. The customer called back and requested a replacement pump. He states the pump does not deliver insulin. The device will be returned for analysis.